Event description:
A medical staffer called to request a nurse educator to train the customer before release time. It was stated that customer was admitted to the hospital. The doctor could not troubleshoot the pump at the time of call. However, a nurse called back to troubleshoot the device. The lead screw rotated and the insulin excited. Hbgs were treated with insulin drip. The doctor felt the event was caused by the pump, however the customer did not.